Event description:
It was reported that the user¿s freestyle libre 3 plus sensor did not pair with the ilet system, resulting in elevated blood glucose, with a reported high of 293 mg/dl, and the user was guided through pairing steps to initiate a 60-minute warmup. Symptoms included no acute clinical effects such as loss of consciousness or dizziness. Outcomes included no medical intervention and no use of back-up therapy or ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed that pairing initially failed but was resolved through guidance, and a sensor replacement was indicated. It was concluded that the event involved hyperglycemia associated with a sensor pairing failure that was resolved after support, with the ilet functioning as intended once the sensor entered warmup. The device has not been returned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.